Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the power cord has a cut in the outer insulation. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was reported that the power cord was functional, but the power cord had a cut in the outer insulation. The customer only requested the parts ID for the power cord. The rse provided the customer with the parts ID to the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Upon further review of the information provided, the incident is not a reportable event. No indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. The power cord had a cut on the outer insulation. There was no indication of exposed wires. The device continued to be operational. V60 user manual indicates that "to reduce the risk of electric shock, regularly inspect the ac power cord and verify that it is not frayed or cracked."